Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had infusion set tubing detachment and experienced high blood glucose level of 594mg/dl. The customer treated with injection. Customer's blood glucose value was 222mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.